Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 updated.

Manufacturer narrative:
The device code has been updated.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement product was sent to the customer. No test strips were remaining for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch field e3. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received questionable results when tested using the patient's coaguchek xs meter serial number (B)(4) and a second coaguchek xs meter (unknown serial number) used by a nurse. At 8:30 a.m., a sample from the patient was tested using the nurse's meter, resulting in a value of 2.4 inr. At 8:50 a.m., a sample from the patient was tested using the patient's meter, resulting in a value of 1.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every 1-3 weeks, depending on the inr result.